Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Consumer called to report erratic readings with his meter. Analysis run on consensus error grid using mean reading (247) as reference point vs. Bd readings (43,500) yielded data points in the c range of the grid, outside of acceptable limits.